Event description:
It was reported that when removing the promus rx stent delivery system from the packaging, the tip was not attached. There was no patient involvement. Another of the same device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found contrast visible in the inflation lumen and in the balloon, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The soft tip was separated at the distal end of the clear gap, confirming the reported separation. The separated portion was not returned. There were multiple bends in the hypotube distal to the strain relief tubing for a length of 90cm. Since this damage was not reported in the incident information, the bends may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported tip separation. The inner diameter of the guide wire lumen past the tip was measured and met manufacturing criteria. Tip detachment can be affected by numerous factors including, but are not limited to: manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of a product deficiency, all products are 100% visually inspected for damage at numerous points in the manufacturing process. Additionally, during lot release testing, a sampling of units is destructively tested for tip tensile force. Return of the separated tip portion may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for tip detachment for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported tip detachment could not be determined.